Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump was not calculating or delivering the correct amount of insulin that customer was to receive. It was also reported that customer was hospitalized on (B)(6) 2016 with blood glucose between 200 mg/dl and 300 mg/dl. Customer was vomiting uncontrollably and was taken to the hospital and then was transferred to another hospital. Customer was given a catheter and sent home. Three days later, customer continued to vomit and have high blood glucose and the paramedics were called. Customer was taken to the hospital and treated with IV drip and injections. Customer was wearing insulin pump at the time of hospitalization. High blood glucose troubleshooting was declined.